Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they received no delivery alarm. The customer's blood glucose was 336 mg/dl at the time of incident. The customer's blood glucose was 410 mg/dl at the time of hospitalization. The customer's blood glucose was 576 mg/dl at the time of call. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the found that the cannula was bent. The customer stated that the insulin pump did not alarm no delivery alarm during high pressure test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections b2 was filled out incorrectly in the initial complaint. A correction has been made on this report.